Event description:
This is 2 of 2 associated with (B)(4). It was reported that during a bankart repair surgery, after successfully using two gryphon proknots with different lots, they tried using two gryphon proknots that pulled directly out of bone when tying the knots. The surgeon performed the exact same procedure and steps with the anchors as with the previous two devices. The bone quality was great. For some reason these two gryphon proknots pulled out with very little tension put on them. No patient harm occurred. A delay of 25 minutes in the case was a result, and surgeon used a competitive product to complete the case.

Manufacturer narrative:
This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.